Event description:
Healthcare professional reported, left-side exchange from textured to smooth breast implants due to the patients concern with the product. Later, healthcare professional reported, left-side "possible" rupture, capsular contracture baker grade iii and "any creases." The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter- email: (B)(6). Initial reporter- email: (B)(6). (B)(4). Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, wear abrasion, deformation, and yellow encapsulation on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings were observed on the device or issues related with the complaint (rupture). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, "possible" ruptured device, and exchange from textured to smooth breast implants due to the patient¿s concern with the product.